Manufacturer narrative:
(B)(4). First revision op notes were reviewed and identified the revision was performed for competitor products. Second revision op notes were not provided for review, as the patient has not been revised to this date. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: n/a. Concomitant medical products: catalog #: 00434901013, humeral stem 10 mm stem diameter, lot # unknown. Catalog #: 00434903600, poly liner plus, lot # unknown. Catalog #: unknown, 6.5mm central screw, lot # unknown. Catalog #: unknown, 4.75mm nonlocking peripheral screw, lot # unknown. Catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # unknown. Catalog #: 115313, comp rvsr shldr glnsp +3 36mm, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00176, 0001822565-2021-00177, 0001822565-2021-00175, 0001822565-2021-00179, 0001825034-2021-00097, 0001825034-2021-00098.

Event description:
It was reported a right reverse total shoulder revision was performed approximately 4 years ago, the initial surgery did not have zimmer biomet products. Subsequently, the patient is being considered for a second revision due to pain.